Event description:
Event description guidant received information that at an implantable cardioverter defibrillator replacement for normal ert, it was noted there was a endotak lead fracture/insulation degradation on the lead. The endotak was removed from service and replaced with another transvenous defibrillation lead.